Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (30 mg/ml at 15.403 mg/day), clonidine (40 mcg/ml at 20.537 mcg/day), and baclofen (300 mcg/ml at 154.03 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had their pump updated on 2017-jan-18. The following day, the patient had an MRI. Shortly after, the pump went into safe state. The pump logs were checked. It was noted that troubleshooting was done on the call, but also that no troubleshooting was performed on the call. The caller would consult with the hcp regarding the appropriate dose, and then update the pump. There were no symptoms/complications mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient felt "flu like" the first three days and complained of increased pain since. The safe state occurred on (B)(6) 2017. On (B)(6) 2017, they reprogrammed at a lower dose than prior to the event. The patient was educated in regards to alarm recognition and reporting and the issue was resolved on (B)(6) 2017.